Event description:
It was reported to philips that the system could not start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 3 m15 (722280) is not sold in the us. However, its similar device 722222 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse reviewed the log file which showed a defective fan and power tray error. The fse solved the issue by replacing the power distribution unit (pdu) fan tray and dc-power supply (dcps). The returned part was analyzed and confirmed that the part was defective. After part replacement and performing all related tests, the system was returned to use in good working order. The codes were updated based on the investigation outcome.